Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain and ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast reconstruction with a 650cc mentor memorygel, breast implant and presented with bilateral breast pain and ptosis postoperatively. As a result, the patient underwent bilateral removal and replacement with allergan devices on (B)(6) 2019. Upon removal, the patient's right-sided device was found to be ruptured. This report is for the patient¿s left-sided device.